Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that during a training session their device locked up unexpectedly. Their device was connected to a cs1201 symbio patient simulator at the time of the event and had already provided one defibrillation shock at 360 joules. Upon attempting to shock a second time, the device locked-up and became unresponsive. The customer had to remove both batteries from the device in order to power it off. After powering the device back on, they continued their training session without any further issues. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that during a training session their device locked up unexpectedly. Their device was connected to a cs1201 symbio patient simulator at the time of the event and had already provided one defibrillation shock at 360 joules. Upon attempting to shock a second time, the device locked-up and became unresponsive. The customer had to remove both batteries from the device in order to power it off. After powering the device back on, they continued their training session without any further issues. There was no patient use associated with the reported event.